Manufacturer narrative:
The cusa excel shear tip 36khz (c4617s) was returned for evaluation: there is no reason to test this tip, as it was damaged while being used during surgery, so it will certainly fail the test. Based on that, and based on the fact that the customer did not try replacing just the tip but rather they replaced the tip and handpiece, there is no way to determine if there also could have been an issue with the tip itself. Evaluation of available information and of the returned tip leads to the most likely conclusion being that use error and/or old equipment caused or contributed to the alleged issue during surgery, and to the alleged "bleeding".

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: h10. This follow-up report is being sent as a correction for missing information on "related report number" which was not included in the corresponding h10 field of the initial MDR.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 3 and for the cusa excel shear tip 36khz (c4617s) used which is linked to mfg report numbers: 3006697299-2024-00066. 3006697299-2024-00068. A facility reported that their surgical tech put the cusa clarity system together, and when the surgeon went to use it on the liver it malfunctioned. The cusa works by cavitation ultrasonic aspiration and the tip did not move so instead they poked into the liver and caused bleeding. It was quickly fixed using other techniques. A new set of disposables and a new instrument were then assembled and worked appropriately. No additional information has been made available. Customer indicated the following: "reported to FDA on 4/16/24. FDA report number:(B)(4) ."